Manufacturer narrative:
The clinical applications specialist (cas) has provided feedback on the event. The image were reviewed and the cas states "there was evidence of surgical variables that contributed to the poor outcome, specifically the lid and speculum. It also appears that the fixation was not always ideal and the cornea appeared slightly dry at times. These variables likely interfered with the captures." The cas attempted several times to get in contact with the surgeon for additional information. The surgeon was unresponsive to date. Therefore, no additional related information has been obtained at this time and none is expected to be obtained. The customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an undesirable outcome after intra-aberrometer assisted cataract surgery. An explant is planned. Intra-aberrometer recommended a different toricity measurement than pre-operative plan. The surgeon did not use the intra-aberrometry measurement.